Event description:
It was reported that during the implant procedure, the operator noticed difficulties in lead passage through patient vein system. The physician felt multiple hooking. Visual inspection of the lead tip revealed extended screw-in mechanism. Before lead insertion screw-in mechanism was full retracted. Attempt to fix the lead failed and no reaction after multiple turns. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Helix extends and retracts within specification. Lead fully inserts into an introducer with no anomalies.